Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit her head at the implant site and immediately after could no longer hear with the device. The site was red and tender to touch but no swelling was reported.

Event description:
The user fell and hit her head at the implant site and immediately after could no longer hear with the device. The site was red and tender to touch but no swelling was reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found.this is a final report.